Event description:
It was reported that the ventilator generated a technical error code indicating an on/off switch error and alarmed for high internal temperature. There was no patient harm. (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the air gas module and the o2 gas module were replaced and returned for investigation. Simulated use testing of the received gas modules has reproduced the described customer issue. Evaluation of the received device logs confirm the reported problem. We could trace back the reported problem on (B)(6), therefore the date of event was determined as on (B)(6) 2020. Our investigation has concluded that the failure was caused by defective supply pressure transducers inside the gas modules. The supply pressure transducer is part of the flow measuring in the gas module. The failure of the pressure transducer leads to inaccurate gas flow regulation and pressure, which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation.

Event description:
Manufacturer's ref#: (B)(4).